Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s cursor deviated from the finger touch after the update. It was also noted that the cursor moved autonomously without any screen touch input. No other anomalies were found. An electromagnetic interference (emi) repair was performed to resolve the cursor issue. Reconfigured, reloaded, and updated software. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor deviated from the finger touch after the update. It was also noted that the cursor moved autonomously without any screen touch input. There was no patient involvement.